Event description:
It was reported the customer experienced a high blood glucose of 600 mg/dl. Customer also reported their carbohydrate ratio was not working properly. The customer also believed their insulin pump was delivering only a little bit of insulin to their body. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.